Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through a (B)(6) post that a patient with an unknown surgical aortic valve, underwent a redo avr after an implant duration of approximately nine years, six months due to unknown reasons. The procedure was performed with a 21mm aortic valve. The patient reported that she is feeling great.

Manufacturer narrative:
Multiple requests for additional information and the device status have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.